Event description:
It was reported that an asymptomatic patient¿s implantable cardioverter defibrillator exhibited oversensing of noise on the atrial channel causing inappropriate auto mode switch episodes. The noise occurred at regular intervals which indicated it is associated with the device. No anomalies were found on the lead. No intervention was reported. No additional information was available.